Event description:
It was reported that during a laparotomy procedure, the staples were not formed properly. The case was completed with sutures. Surgery was prolonged 45 minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Nonconforming staple stack the analysis results showed that the instrument was returned non- functional due to a non-conforming staple stack. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. Due to the condition of the device, no functional testing could be performed. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problems(s): "footswitch would stop working" (device stops intermittently). The nurse reported that during surgery, the surgeon would step on the footswitch, it would function, and then just stop. The surgeon would press it down again and it would go for a while then it would stop again. The surgeon would not let them reboot the system. The surgeon was able to complete the case. The following case was canceled. No pt injury was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.